Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the there is a message on the screen of ¿loudspeaker failure¿. There is no sound at all and it does not emit any audible alarm. They only have the alarm image. The device was in clinical use monitoring a patient. There was no adverse event reported.